Manufacturer narrative:
Device was received 11/18/24. Received one (1) used list #142730490 plum 150 ml burette set. As received the blue clave on the burette arrived torn at the semi-rigid male adaptor. The deformation on the area of the break showed smooth sections with beach marks and a slight angle. The complaint of burrette clave breakage can be confirmed. The probable cause is due to unintentional external bending forces applied during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received with regard to a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that experienced breakage. The reporter stated, ¿burette¿s clave breakage¿. The event was noted during infusion. There was unknown solution/ medicine used. There were obvious defects noted on the tubing set like cracks or breaks but no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The product was not stored in the facility nor was exposed in extreme temperature condition. There is 1 set of sample that is available for return. There was patient involvement but no patient harm. There was unknown solution/medication involved and solution/medication does not involve chemotherapy. No further information available for this complaint.

Manufacturer narrative:
E1: the complaint was received through: (B)(6).